Event description:
Two months after the index procedure, in stent restenosis was found in one of the cypher stents. This pt presented to cath for an urgent procedure in 2005 at convalescent phase post mi-non q-wave mi with 65% lv ejection fraction and diseased vessels with greater than or equal stenosis in the left main, lad, circumflex (all native vessels) and graft vessels in the lad and the rca. A total of six lesions were attempted in the index procedure. Pre-procedure medications included asa and beta-blockers. Intra-procedure medications included unfractioned heparin. Pci was performed on a 90% de novo lesion in the proximal lad (native vessel) of 4.0mm in a 2.25mm diameter vessel. The lesion was described as having moderate calcification. Poba was conducted to treat the lesion with an unknown balloon. Residual diameter stenosis measured 30%. Timi 3 flows were recorded pre and post-procedure.